Event description:
During a routine shift check by a clinician, the device failed to power on. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for evaluation.